Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. A cause of the iipv found in the logs was determined to be insufficient drain due to false empty detect at initial drain. A device history review was conducted and no issues were found related to the iipv event during the manufacture of the lot or serial number. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 at 14:17 with a 2247 ml uf during cycle 1. The fill volume was 3000 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.